Event description:
A voluntary medwatch report states that the patient with a previously capped right ventricular (rv) lead developed an infection. A revision procedure was subsequently performed, during which the crt-d device, along with the right ventricular (rv), right atrial (ra), and left ventricular (lv) leads, were explanted. The previously capped rv lead was left in place and remained capped. No additional adverse patient effects were reported.

Manufacturer narrative:
UDI is not available as product information was not provided.